Manufacturer narrative:
During the evaluation of the device at a third party service center, the internal battery was not charging. The internal battery was replaced to address this issue.

Event description:
The manufacturer received information alleging a ventilator's battery was not charging. There was no harm or injury reported.